Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the physical sample was not available. The journal article contains images demonstrating an hour-glass like deformation of the deployed stent on the table. The condition on the table at room temperature cannot be compared to the condition of the niti stent in the patient inside blood at 37°c because the radial force cannot be compared. It this therefore not known how the stent would look like inside the patient which leads to inconclusive evaluation result. A definitive root cause could not be determined based upon the available information. Labeling review: a review of the relevant instructions for use for this product was conducted. The instructions for use was found to address potential complications and adverse events that may occur if used inside patient such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. The venovo venous stent system is indicated for the treatment of symptomatic iliofemoral venous outflow obstruction. In this case the product was deployed on the table without patient. Jacob j bundy, david s shin, mark h meissner, eric j monroe and jeffrey forris beecham chick (2021). Maldeployment of the venovo stent: a series of 2 documented instances. Journal of vascular and interventional radiology, 32(5):781-783. Doi: 10.1016/j.jvir.2021.02.003. H10: g3. H11: b3, e1, g1. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article "maldeployment of the venovo stent: a series of 2 documented instances", upon benchtop deployment, several consecutive stent links failed to release and expand. The central and peripheral links properly expanded. There was no reported patient injury.

Event description:
It was reported in an article "maldeployment of the venovo stent: a series of 2 documented instances", upon benchtop deployment, several consecutive stent links failed to release and expand. The central and peripheral links properly expanded. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the physical sample was not available. The journal article contains images demonstrating an hour-glass like deformation of the deployed stent on the table. The condition on the table at room temperature cannot be compared to the condition of the niti stent in the patient inside blood at 37°c because the radial force cannot be compared. It this therefore not known how the stent would look like inside the patient which leads to inconclusive evaluation result. A definitive root cause could not be determined based upon the available information. Labeling review: a review of the relevant instructions for use for this product was conducted. The instructions for use was found to address potential complications and adverse events that may occur if used inside patient such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. The venovo venous stent system is indicated for the treatment of symptomatic iliofemoral venous outflow obstruction. In this case the product was deployed on the table without patient. H10: g3 h11: h6 (method, conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported in an article "maldeployment of the venovo stent: a series of 2 documented instances", upon benchtop deployment, several consecutive stent links failed to release and expand. The central and peripheral links properly expanded. There was no reported patient injury.